Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was admitted to the hospital for 4 days because the medication in the pump was so high and it "almost killed her". No further complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 20 mg/ml at a dose rate of 3 mg/day via an implantable pump for non-malignant pain. It was reported that a pump replacement surgery occurred on (B)(6) 2016. On the day of the surgery a physician reported to the company representative that he had previously performed a dye study in april and the catheter was occluded. The date (B)(6) 2016 is considered an approximate date of event. Due to the dye study and catheter occlusion, the physician wanted to later revise the catheter during the pump replacement surgery on (B)(6) 2016. It was further reported that they used a catheter during the pump replacement surgery; however the stylet caught in the catheter as the physician was withdrawing it. Since the integrity of the catheter was then questioned, a different model 8598a spinal catheter revision kit of was used instead (a different spinal segment of catheter was implanted instead). It was noted that nothing was done to confirm if the catheter was damaged. The physician was not comfortable using it in the event any tears or holes could have been introduced with the way the stylet seemed to "snag/skip" as it was being withdrawn. It was clarified that the product never ended up being implanted in the patient and therefore the product itself did not cause an issue for the patient regarding the issue encountered with the catheter revision spinal/distal segment kit. The unused catheter was discarded by the hcp. No patient symptoms were reported. The patient was without injury regarding their status at the time of the report. The issue was resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.